Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: [3.1 precautions for installation and connection] ·use appropriate cables only. Otherwise, equipment damage or malfunction can result. ·properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. ·the cables should not be sharply bent, pulled, twisted or crushed. Cable damage can result. ·never apply excessive force to connectors. This could damage the connectors. [6.3 connection of an endoscope] ·make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. ·connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. ·do not touch any of the electrical contacts inside the videoscope cable connector socket of the video system center. Otherwise, the video system center may malfunction. ·before connecting or disconnecting the endoscope, videoscope cable, oes video converter, or camera head, be sure to turn off the video system center. Otherwise, the ccd may be destroyed, and the image may not be displayed. ·do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting that the picture was ¿not blurry¿. The initial reporter stated that it had a dark background with several ¿light particles¿ present. She went on to confirm that the image was not frozen. The customer confirmed there was no patient harm, though there was a delay in the procedure. The staff were attempting different scopes to get one to function properly. As originally reported, this failure occurred in 4 different procedures, some were colonoscopies, and some were endoscopies. Reportedly, during one of the events, the unit displayed a b30 scope communication error.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5 & h6. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was experiencing a poor quality image during multiple different procedures. According to the initial reporter, the image would appear ¿blizzardy/snowy¿ during the procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is being submitted to capture event 3 of 4. For the remaining 3 events, please see reports with patient identifiers: (B)(4).